Event description:
A review of the available programming data of the device showed that high impedance was observed. A system diagnostic was performed and resulted in high impedance. The device was interrogated and then programmed off. Prior diagnostics indicate that the impedance was within normal limits. No surgical interventions are planned. The device was turned off and the patient did not elect to repair the lead.